Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored ventricular episodes with noise on the right ventricular (rv) rate/sense and shock channels. The observed noise was oversensed, which lead to inappropriate anti-tachycardia pacing (atp) and pacing inhibition for greater than two seconds. It was noted that the patient was asymptomatic with the pacing inhibition. Upon electrogram (egm) review, the fine noise appeared cyclical, suggestive of external electromagnetic interference (emi) or muscle noise. The patient was brought into the clinic for further evaluation; however, the noise was not reproducible via pocket manipulation or isometrics. Additionally, an emi source was not identified. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing the automatic gain control (agc) or considering defibrillation threshold (dft) testing. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.